Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate, surgeon chose fix mode in a positioning hole. Surgeon chose 04.111.520s or 521s plate and then inserted and locked screws in each holes. However one screw in distal row most styloid hole was penetrated went through the plate. Surgeon could remove screw through plate hole. Surgeon decided to leave plate in the patients body. Finally he closed and finished this surgery. It was noted surgeon used torque limiter 0.8nm in lock. It is not clear if the screw was removed and no product has been returned at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The device was not returned.